Manufacturer narrative:
Doctor observed increased subcutaneous emphysema in patient.

Event description:
According to the reporter: after a laparoscopic gastric bypass, the doctor noticed the patient had increased subcutaneous emphysema in the upper left quadrant at the trocar site. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.